Event description:
It was reported the device was used during an unk procedure. It was reported by the rep. The surgeon was unable to activate instrument on second firing. This happened to three instruments in a row. They switched to a new instrument to complete procedure (different lot#). Returning three used instruments for evaluation. Customer was not willing to use remainder of the product from this lot#, they also returned unused instruments which also will be included in return for evaluation. There was no consequence to the pt.